Manufacturer narrative:
The complete UDI could not be provided as no lot number was provided by the customer. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the tip of the cannula was fractured. The fractured piece of the cannula was returned for evaluation. The root cause of this incident is likely due to an interruption in the molding process. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. This lot was built prior to the implementation of these enhancements. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap hernia - "prior to finishing a case dr. (B)(6) noticed a blue piece of plastic in the patient's abdomen. Upon further review it was determined that a distal piece of a 5mm cannula had broken off. His (B)(6) stated the only thing she thinks that could have caused it to happen was when dr. (B)(6) was retrieving a hernia tack that had not adhered to the abdominal wall. Possibly when attempting to pull the foreign body through the cannula a distal portion sheared off. Further visualization of the affected cannula determined no other pieces had broken off. Additionally, (B)(6), the scrub tech present during the case, said dr (B)(6) held the cannula with his right hand while attempting to extract with his left hand. It appears that the entire cannula will not be returned since the damaged product was inadvertently placed in the red disposal bin." Patient status - fine.